Manufacturer narrative:
The investigation was unable to find a definitive root cause. A general reagent related cause could be excluded.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high elecsys ft4 ii assay result for one patient sample. The erroneous result was reported outside of the laboratory and the doctor asked for repeat testing. On (B)(6) 2018, the result from the cobas 6000 e 601 module was 39.18 pmol/l. On (B)(6) 2018, the result from a cobas e 411 immunoassay analyzer was 16.45 pmol/l. On (B)(6) 2018, the result from the original cobas 6000 e 601 module was 17.13 pmol/l. There was no allegation of an adverse event. The reagent lot number was 24682501. The expiration date was requested but was not provided.